Event description:
It was reported that there was a problem with right ventricular (rv) lead impedence. The rv lead was explanted and replaced. It was also noted that the right atrial (ra) lead had dislodged after the lead was unable to capture at max output. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2014. (B)(4).